Event description:
Product surveillance contacted the home patient's (hp) nurse regarding the large drain volume (3600ml) that was initially reported. The nurse stated the home patient's (hp) normal fill volume is 2000ml and she normally drains out 3600ml. This drain volume is 1.8 times the fill volume which meets the criteria for an increased intraperitoneal volume (iipv). The nurse stated that the hp is on extraneal which pulls off 1600mls usually, which would explain the large drain volume. The nurse said this wasn't a programming mistake or an error with the machine. There were no alarms bypassed and no power loss. No ther info was provided. The nurse stated the hp is doing well on therapy at this time.

Manufacturer narrative:
Device is still in use with the customer. CAPA is currently open for the reportable malfunction of over-delivery.